Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred sometime in (B)(6) 2016. Initial reporter address: (B)(6). Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set leaked remicad from the male luer connection site. This occurred during infusion. The size was 14 cm instead of the needed 16.1 cm and thus the set did not align properly with the non- baxter catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.